Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of mid 500mg/dl. The customer stated that they felt nauseated during high blood glucose. Customer stated that when they changed infusion set, their blood glucose went down. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.